Event description:
It was reported to distributor of said lift, by FDA maude reporting system; per FDA, they received this report by health provider [(B)(6)] that a pt was being transferred with the voyager lift from his bed to a w/c and was directly over the chair when one of the supports of the ceiling lift slid out of position and pt fell to the floor. Pt was a quadriplegic and wearing a halo brace at the time. At present time, pt is doing well. Although pt still has no feeling below the waist and has limited use of his hands [due to his already condition of being a quadriplegic which was a result of falling off roof] he has returned to his job as a school teacher. Per manufacturer installation and instruction manual as well as video sent out with the product, the end user [or service that installed unit] installed the device incorrectly which caused the event. The manufacturer states in their manual and video "that easytrack ceiling lift cannot be used with any type of suspended ceiling, including suspended drywall, acoustic tile, etc. That is it must be installed to a rigid ceiling, must have a framework above it.

Event description:
Customer reported they observed a crack between temperature gauge and battery compartment on their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was re-implanted.(B)(4).

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report june 26, 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).